Event description:
It was reported that the patient's implantable neurostimulator system exhibited high impedances (>10000 ohms) on electrode #7. The impedance was noted following a surgical procedure to readjust the strain relief loops. Voltage was adjusted, the impedances for electrode 7 remained high. The patient went from using 2 volts to 4 volts. Impedances were checked at 1.5v and 3v and were still high. The stimulator was reprogrammed around electrode 7 and there was no plans for revision.